Event description:
It was reported the ventricular connector doesn't work (defective). The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the ventricular output connector is broken. Upper case is dented and affecting the keyboard position and is contaminated. Lower case is broken and contaminated. Knobs, battery release, battery drawer, battery drawer o-ring, and side bail covers are contaminated. Keyboard is scratched and serial number label is torn. (B)(4).